Event description:
It was reported that the implantable neurostimulator was implanted beyond its use-by-date.

Manufacturer narrative:
Product ID (B)(4) lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted. Product typ lead; product ID (B)(4), serial# (B)(4), product type programmer, patient.